Event description:
It was reported by the user facility that the handpiece getting warm during a case. No medical intervention, no clinically relevant delay and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document device evaluation results.

Event description:
It was reported by the user facility that the handpiece getting warm during a case. No medical intervention, no clinically relevant delay and no adverse consequences were reported with this event.